Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to slide unlock on the ilet to announce a meal after breakfast. Blood glucose (bg) was affected, with a high of 400 mg/dl. The user attempted to charge the device and confirmed firmware was up to date. The user noted a few small cracks on the ilet. Bg was corrected using multiple daily injections (mdi). No symptoms were reported, and no medical intervention was required. Device to be replaced.